Event description:
Patient was revised to address instability, poly wear of the insert, osteolysis, and loosening of the femoral component at the cement/implant interface. Competitor cement was used in the primary surgery.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated wear for a polyethylene knee device implanted for approximately 2-3/4 years. The investigation found evidence of abrasive wear suggesting poor device alignment was a contributing factor. No evidence was found indicating product error was a contributing factor. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.